Event description:
It was reported that the patient presented for an implant procedure. During initial implant, the lead was found to be damaged. The lead was not used and was replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿damaged during implant¿ was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual, x-ray examination, and electrical testing was normal with no anomalies found.